Event description:
A customer contacted baxter (B)(6) regarding a minicap that was misassembled. The sponge of the minicap was outside the cap. There was no patient involvement and no patient injury or medical intervention was indicated.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). This complaint for a misassembled minicap was confirmed during the sample evaluation; however, a root cause could not be determined. Visual inspection was performed; the sponge was out of the cap during actual sample evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.